Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that since the reported error was not reproduced during the device evaluation, the likely cause was the presence of inappropriate material attached to the electrical contact point of the video connectors, related to user handling. As stated in the instructions for use, as a preventive measure, "before connecting the endoscope to the light source, confirm that the endoscope connector, including electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust and lint are not on the electrical contacts."

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. The device was visually inspected, and a 2 hour burn test was performed and unable to duplicate the user¿s complaint. The device was tested with several different scopes and found unit passed all functional tests. Video image was functioning as intended and errors did not appear. Scope socket is in normal condition; however, the front panel labeling was missing. The socket air joint was worn out and was leaking pressure and there was corrosion in the air tubing. The listed parts were replaced. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported that the device received a b216 communication error. The device has b30 and b216 errors when different scopes are connected. There was no patient involvement. No additional information was provided. This file is for the b216 error received.